Manufacturer narrative:
Device evaluation: lens was returned in liquid with clear surgical residue in a lens vial inside a ziploc bag. Visual inspection found the haptic torn and foreign residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2, -11.00/1.0/085 (sphere/cylinder/axis) , implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault and elevated iop (23 mmhg) .this resolved the problem. An enlargemtne of pi and yag was performe. Per the reporter, cause of the event is reported as "steep vault.".